Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Previously reported conclusion code 67 no longer applies to the event.

Event description:
It was reported that this patient had a loss of therapy and return of chronic pain after weeks from the initial implant. The location of issue or symptom was reported as the catheter track and unknown location. A dye and a roller study were performed. The dye study did not reveal a product issue and the catheter was reported as no alleged product issue. However, the issue was resolved with a pump and catheter replacement and the cause of the issue was not determined. This device system delivered morphine and baclofen. It was further reported that the patient was doing fine and it was outpatient procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.